Event description:
The customer initially reported that the device failed to deliver energy during use on a pt. Subsequently, the customer reported to philips that the issue was user-related, and that the device was not a factor in the pt outcome.

Manufacturer narrative:
The customer initially reported that the device failed to deliver energy during use on a pt. Subsequently the customer reported to philips that the issue was user-related, and that the device was not a factor in the pt outcome. The involved pt had muscular dystrophy, and although the shocks were delivered to the pt, it was not the muscular response that the provider expected. There was no malfunction of the device. Shocks were delivered, but the pt did not have the muscular response that the user thought would occur. We are considering this issue a user misunderstanding regarding muscular response to energy delivered and not a malfunction of the device.